Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a smallbore extension set with microclave clear, and it was reported that the filter found to be sticky and wet, connected to total parenteral nutrition. There was patient involvement, and no reported patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.